Manufacturer narrative:
Testing and investigation found that the device door roller and device door roller pin were broken off. During verification testing at the service center, it was noted that the device door roller pin was broken off.

Event description:
The device was returned to the service center with a report from the customer contact that the device needed repair. No add'l info was provided. This is not a reportable malfunction. However, during verification testing at the service center, it was noted that the device door roller pin was broken off.